Manufacturer narrative:
The gi tissue was normal and the perforation was noted after the surgery was performed. Dr. Believes the unit was a sample seat to them and the pouch was discarded.

Event description:
Pt with diarrhea underwent flexible sigmoidoscopy. Instrument was passed to 60cm. Biopsies obtained from normal appearing sigmoid colon with multiple sample forceps. Two hours later, pt complained of abdominal pain, fever. Noted to have evidence of peritonitis and wbl of 13,000. Laparotomy confirmed small perforation in sigmoid colon which was closed primarily. Pt discharged from hosp after 7 days.